Manufacturer narrative:
Correspondence from a law firm representing the end-user's family alleges that the end-user was seated in the m1 power wheelchair while inside their home when the device caught on fire. The letter alleges without foundation or evidence that the fire resulted from a malfunction or failure of the wheelchair's battery and/or related electrical components. The deceased end-user was alone at the time the fire originated and, therefore, there are no witnesses to the cause. The local fire department's initial investigation could not determine a cause of the fire. The fd report indicates two potential theories of ignition: (1) the end-user's pipe smoking and (2) the wheelchair's battery and/or electronics. Permobil is investigating the origin of the fire but cannot render an opinion as to root cause at this time. Permobil will continue its investigation into the root cause of the fire. If any new information regarding the cause is obtained, a follow-up report will be submitted.

Event description:
Permobil received correspondence from a law firm representing the family of a deceased end-user wherein it is alleged that the end-user's m1 power wheelchair caught on fire which resulted in catastrophic injuries and death to the end-user. The letter alleges without foundation or evidence that fire initiated within the power wheelchair.